Manufacturer narrative:
Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information.

Event description:
It has been reported to philips that the wireless footswitch did not trigger radiation during a diagnostic procedure. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.